Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal / pelvic floor. The patient reported a gradual return of symptoms. The caller was looking for direction on how to make adjustments, but was not with the patient at the time of the call to do troubleshooting. They reported they were going to the bathroom a lot. They also reported the patient had a new symptom. They reported that they had a sudden onset of utis. They stated the patient had never had them before and had 3 in the last 2 months. They were redirected to the patient's healthcare provider for direction on changing programs / making adjustments. No further complications were reported or anticipated.